Event description:
It was reported via repair work order that the bed lift was stuck elevated and would not lower due to cpu board malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the bed lift was stuck elevated cpu board malfunctioned.

Event description:
It was reported via repair work order that the bed lift was stuck elevated and would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.